Event description:
It was reported that balloon rupture occurred. The target lesion was located in an in-stent restenosis of a previously deployed synergy stent. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an in-stent restenosis of a previously deployed synergy stent. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.